Event description:
It was reported the hp052 and cs14c were used during a hemiorrhoidectomy procedure. It was reported by the rep that the surgeon attempted to use cs14c and found a steady tone. The surgeon opened another cs14c and found it eventually emitted the intermittent tone. Opened another device to complete the case. There was no consequence to the pt.